Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6 investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing: retrospective study on conduit¿ cages compared to peek cages in a transforaminal lumbar interbody fusion procedure to treat patients with degenerative disc disease. Previous clinical data report from related research activity database (ddra) for patients undergoing: retrospective study on conduit¿ cages compared to peek cages in a transforaminal lumbar interbody fusion procedure to treat patients with degenerative disc disease has been updated and combined with additional clinical data to draft a manuscript with intention of publication. The finalized title, publisher and authors has not been provided at the time of this review. The interbody cage systems utilized were the conduit titanium cage (depuy synthes, raynham, ma, USA) and opal and t-pal peek cages (depuy synthes, raynham, ma, USA) . All patients had posterior supplemental fixation with expedium® or viper® pedicle screw systems (depuy synthes, raynham, ma, USA) and attempted posterolateral fusion. A total of 136 patients with 169 unique tlif fusion levels (103 one-level, 33 two-level) met the inclusion/ exclusion criteria. Specifically, 101 patients (125 tlif levels) underwent tlif with 3dp porous ti interbody cages and 35 patients (44 tlif levels) with underwent tlif with non-porous peek interbody cages. The retrospective study compares two groups: titanium vs peek. Titanium group utilized either conduit tlif cages or conduit plif cages. The peek group utilized opal or t-ptal peek cages. The study does not specify which specific cage or screw is possibly associated with the following adverse events: a summarized finding via comparison of the previous report and recently provided manuscript follows: adverse events possibly associated with unk screws from titanium group: qty 5 screw loosening. No intervention specified. Qty 23 adjacent segment disease qty 23 proximal junctional kyphosis qty 11 total surgical interventions categorized as reoperations of which qty 3 categorized as revisions qty 2 pseudoarthrosis qty 5 dural tears qty 1 infection adverse events possibly associated with unk screws from peek group: qty 1 screw loosening. No intervention specified. Qty 3 adjacent segment disease qty 9 proximal junctional kyphosis qty 10 total surgical interventions categorized as reoperations qty 4 pseudoarthrosis qty 1 dural tears qty 1 infection qty 1 hematoma adverse events possibly associated with unk rods from titanium group: qty 1 rod fracture. No intervention specified. Qty 2 pseudoarthrosis qty 5 dural tears qty 1 infection qty 11 total surgical interventions categorized as reoperations of which qty 3 categorized as revisions adverse events possibly associated with unk rods from peek group: qty 10 total surgical interventions categorized as reoperations qty 4 pseudoarthrosis qty 1 dural tears qty 1 infection qty 1 hematoma adverse events possibly associated with unk cage/spacer from titanium group: qty 148 varying severities of subsidence. No cages were revised qty 23 adjacent segment disease qty 23 proximal junctional kyphosis qty 11 total surgical interventions categorized as reoperations of which qty 3 categorized as revisions qty 2 pseudoarthrosis qty 5 dural tears qty 1 infection adverse events possibly associated with conduit unk - cage/spacer: peek from peek group: qty 34 varying severities of subsidence. No cages were revised qty 3 adjacent segment disease qty 9 proximal junctional kyphosis qty 10 total surgical interventions categorized as reoperations qty 4 pseudoarthrosis qty 1 dural tears qty 1 infection qty 1 hematoma.